Manufacturer narrative:
Combination product: yes.

Event description:
The mid lad showed, after a xience stented segment, a 70 percent stenosis. Therefore, an 2.5/18 orsiro drug-eluting stent system was selected for treatment of the mid lad. Despite pre-dilatation at 8atm, the already implanted stent could not be crossed with the device (complaint device). The lesion was pre-dilated again properly and an 3.0/15 orsiro was attempted to be placed, but again the already implanted stent could not be crossed with the device (reported separately).

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation showed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent outwards. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event (i.e. Deformation of the stent) is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy, i.e., the previously implanted stent.